Event description:
Pt (age and gender unk) was undergoing the therapeutic procedure of having a push g-tube placed. During the procedure the physician pulled the device over the wire through the pt's abdomen when the tube became detached, this resulted in the bumper remaining in the pt's stomach. The bumper was immediately removed with the aid of a snare. The clinicians then attempted to place a second device, but air in the pt's stomach wall prevented the device from being placed. Another device was successfully placed in the pt three days later, in 2005. The complainant reported that the pt expired a few days later, but went on to state that the pt suffered from multiple medical problems. There was no indication from the complainant that the pt outcome was as a result of the reported malfunction.